Event description:
The customer reported that the vertical lift column will not go down. No patient injury was reported.

Manufacturer narrative:
The ge service rep found a problem with the lift column not going down. The rep replaced the power supply. The system operates as intended.